Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead had increased to high threshold measurements less than one year status post implant. It was noted that the lv lead had outputs were increased to high measurements, resulting in diaphragmatic stimulation. The lead was later explanted and replaced. It further reported that on the day of the replacement procedure, the lv lead had low impedance measurements.

Manufacturer narrative:
Correction: return date should be 2021/10/04. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: regulatory report number 2649622-2017-13262. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The patient's left ventricular (lv) lead was inactivated. No further patient complications have been reported as a result of this event.